Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned receiver (lot number 5197600), was visually inspected and found the universal serial bus (usb) damaged. Due to the condition of the returned device, an investigation could not be completed. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was provided for investigation on (B)(6) 2015. A follow-up report will be submitted upon completion of device evaluation.